Event description:
Customer reported that the alarm has power but when the hold button is pressed and pressure is added to the sensor, the alarm does not switch to the monitoring mode. Batteries have been replaced with a new supply. No visible damages reported. The customer did not provide a date when this was discovered. No patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned unit did not confirm the reported issue that when the hold button is pressed and pressure is added to the sensor, the alarm does not switch to the monitoring mode. However, there is battery leakage residue on a flat battery contact, the battery springs are bent and the clear plastic film over battery diagram is peeling. Unit powers up and passes all functional tests. Note: the instructions for use state: when in hold mode, 30 seconds must elapse before alarm will return to monitoring mode once weight is applied to sensor. While in suspend mode, five minutes must elapse before alarm will return to monitoring mode after weight is applied to sensor. Batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).